Event description:
It was reported the insulin pump had a crack on the device. Customer's blood glucose was unknown. Customer's spouse reported the crack was on the display of the screen and device might have been bumped. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked display window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.